Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between march 29, 2024 ¿ april 2, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume folfusors underinfused medication during infusion. This issue was described as, ¿pumps running slow¿. The devices were filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.